Event description:
The patient initially underwent primary surgery with competitor products. On (B)(6) 2026, a revision was performed using a medacta mpact cup and liner. On (B)(6) 2026, the patient presented with pain, which was attributed to excessively long screws from the primary surgery protruding into surrounding soft tissue. The surgeon revised the screws, replacing l30, l35, and l40 with shorter l15 and two l20 screws, and also exchanged the liner with the same size. The procedure was completed successfully. The reported pain was caused by soft tissue irritation due to screw protrusion. No x-rays are available, although they have been requested.

Manufacturer narrative:
Batch reviews performed on 23 march 2026: screws: mpact 01.43.0040 cancellous bone screw d 6,5 l40 (k200391) lot 2312909: 80 items manufactured and released on 12-jul-2023. Expiration date: 2028-06-27. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0035 cancellous bone screw d 6,5 l35 (k200391) lot 2319087: 80 items manufactured and released on 13-sep-2023. Expiration date: 2028-aug-22. No anomalies found related to the problem. To date, 32 items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0030 cancellous bone screw d 6,5 l30 (k200391) lot 2519084: 80 items manufactured and released on 29-sep-2025. Expiration date: 2030-sep-11. No anomalies found related to the problem. To date, 40 items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.